Event description:
It was reported that new kinetra was implanted. No reason for replacement was indicated. No patient symptoms were reported. The patient status following replacement was reported as "controlled." No further information was available at the time of this report.